Event description:
It was reported that during central processing, the shaft was broken off from the force feedback cadiere forceps. There was no reported patient impact or harm.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force feedback cadiere forceps was analyzed and found to have a broken retention tab on the chassis. As a result, the main tube became dislodged from its normal position. The main tube holder did not exhibit any damage. This type of damage typically occurs due to excessive force applied during handling.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback cadiere forceps instrument was analyzed and the main tube holder was found to be dislodged from its normal position. There were no signs of broken fragments on the main tube holder. The root cause of this failure is currently not established. Further investigation confirmed additional observations. The instrument was found to have a broken chassis where the main tube holder would sit, likely causing the main tube holder to become dislodged. The broken piece remains stuck inside the main tube holder. Components adjacent to this broken chassis do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.